Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis underwent a thorough analysis. The cylinders were visually examined and tested for leak. Both cylinders had wear at a fold on the proximal end and middle of the cylinder bodies; however, the cylinders had no leaks. The reservoir was visually inspected, and leak tested. The reservoir shell had tool mark and a hole from sharp instrument damage in which would occur during explant; leak was present. The momentary squeeze (ms) pump was visually inspected and functionally tested. The pump had no leaks and no visual abnormality found. The pump was functionally tested and passed within specification. Product analysis was unable to confirm the reported allegation. Based on the information available and analysis results, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient experienced malfunctioning of an inflatable penile prosthesis (ipp) device as the pump would collapse after the first pump and stayed collapsed until the deflate button was pushed in, and then it would refill. The patient underwent replacement surgery, and it was determined that the cause of the problem was the folded reservoir. All the components were replaced. No further patient complications were reported.

Event description:
It was reported that the patient experienced malfunctioning of an inflatable penile prosthesis (ipp) device as the pump would collapse after the first pump and stayed collapsed until the deflate button was pushed in, and then it would refill. The patient underwent replacement surgery, and it was determined that the cause of the problem was the folded reservoir. All the components were replaced. No further patient complications were reported.